Event description:
Olympus was informed that the teflon pad detached from the jaw and fell inside the t. The device fragments were retrieved from the pt successfully. The intended procedure was completed with another similar device. There was no pt injury reported. Olympus followed up with the user facility to obtain additional info regarding the reported event via telephone and in writing, but with no results.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported incident could not be conclusively determined at this time. If additional info becomes available at a later time, this report will be supplemented.